Manufacturer narrative:
It was reported by an attorney that the patient underwent revision of vaginal mesh with excision of exposed mesh and transection of an arm of the mesh on (B)(6) 2013 due to mesh exposure and defecatory dysfunction. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent anal dilation and closure of rectal fissure on (B)(6) 2010 due to rectal fissure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04407. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to pain, recurrently urinary tract infections, and incontinence. It was reported that following insertion the patient experienced pain, recurrent urinary tract infections, difficulty using the bathroom, ¿feels like pins are sticking me¿ and difficulty sitting. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.